Manufacturer narrative:
(B)(4).

Event description:
It was reported "a hemolock clip was inserted on (B)(6) 2026: the patient experienced abdominal pain requiring a visit to accident & emergency. An emergency reoperation was performed on (B)(6) 2026, which revealed a large hemoperitoneum related to a haemostatic clip that had reopened on the cystic artery. Current patient status: the patient required repeat surgery with removal of the clip and placement of another clip. The patient was hospitalized from (B)(6) april. Actions taken by the healthcare facility: removal of the hem-o-lok clip and replacement with a clip from another manufacturer." The patient's current condition is reported as "discharged from the hospital".